Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon third inflation, it was noted that the balloon ruptured at 8 atm. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post procedure.